Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Problem statement: the customer reported that the ventilator had a touchscreen issue. Patient/user involvement. The device was in use at the time of the event; however, there was no patient harm.

Manufacturer narrative:
Date rec¿d by MFR : 28may2019, date of report : 27jun2019. The device was not in clinical use at the time the issue was discovered. There was no patent involvement. The field service engineer found no fault. The unit was returned to use and the touchscreen is working. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.